Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was not determined. A batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a system error 2240 alarm that occurred on the home choice (hc) during using, during dwell 3 of 4. The baxter technical service representative (tsr) had the customer check the lines and bags for leaks. They found no source of leaks. All the bags were still connected. The tsr had the customer clamp the unused line. The customer had not disconnected. The tsr had the home patient cycle the power to clear the system error 2240 alarm. It was followed by a system error 2367 and therapy was ended. The tsr instructed the customer to save the cassette and notify the peritoneal dialysis nurse that they missed therapy. The error was cleared and therapy was ended. The solution to the problem was provided over the phone. There was no injury or medical intervention required at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. A follow-up report will be submitted upon the completion of baxter's investigation.